Event description:
The sheath was placed into the patient's right internal jugular vein. When the physician tried to flush the side port of the sheath the threads would not accept a syringe. The sheath was replaced and the patient was not injured.